Event description:
Customer reported malfunction in pump without any preceding events. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.